Event description:
It was reported that the patient fell. The patient stated that "her catheter broke". The patient had withdrawal symptoms; increased pain; nausea and vomiting. A catheter dye study was done in 2009; the result was reported as "catheter revision". The patient outcome was reported as "no injury" and "non-serious injury/illness". The medications being delivered via the device system were compounded baclofen, fentanyl, inapsine and morphine sulfate.